Event description:
The patient reported that the keypad buttons were intermittently responding.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be peeling from the pump. Contamination was found under the keypad buttons.